Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4)

Event description:
It was reported during a myosure procedure for uterine tissue removal the fluid deficit reached 3300ml. The physician suspected a perforation and aborted the procedure. The patient was treated with lasix and discharged home.